Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient who had this implantable cardioverter defibrillator (ICD) reported that during the change-out procedure, which occurred over one year ago, something was damaged. The patient did not know what product was involved. Evidence suggests that the lead was not at issue as it remains in service. No adverse patient effects were reported. Additional information was received that neither the physician nor the field representative could recall any issues during the change-out. The device has not been returned to boston scientific for analysis so no further information is available.